Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was a successful user until end of (B)(6) 2010. Testing done by the clinic revealed that the device has malfunctioned. The patient was reimplanted on (B)(6), 2010.